Event description:
Follow up report.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Device not saved so sample evaluation cannot be conducted. Lot number not known so DHR review not possible. Trend analysis conducted and no adverse trends observed. The root cause of the reported injury cannot be determined.

Event description:
It was reported that a patient sustained an unstageable right upper lip injury under the foam lip spacer of the hollister anchorfast oral endotracheal tube fastener. It was reported that the anchorfast device was in place on the patient for 12 days when the reported injury was observed. It was further reported that treatment for the upper lip was sharp excisional debridement using a blade and suture removal kit down to the level of healthy subcutaneous tissue. They reported that this entailed debridement of skin and subcutaneous tissue and hemostasis was achieved. It was further reported that after a 14-day course of zinc sulfate 220 mg daily, plastic surgery took place with no need for debridement.